Event description:
It was reported that the pt's skin broke down while on the mattress.

Manufacturer narrative:
The product is not being returned to the MFR for eval: no product malfunctioned is alleged.